Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00084 on 30-may-2025. Additional information (01-jun-2025): siemens reviewed the instrument data and ruled out reagent, as quality control (qc) recovered within acceptable ranges. Siemens further evaluated the event and concluded that the cause of the falsely elevated enzymatic carbon dioxide (eco2) results was inconclusive. The reported event was resolved with routine troubleshooting actions. The investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated enzymatic carbonate (eco2) results were obtained on two patient samples on a dimension exl with lm integrated chemistry system. Calibration and quality control (qc) were acceptable on the day of the event. The customer found issue with millipore filter. Siemens remotely assisted the customer and dumped the onboard water bottle and rinsed with distilled water 2 times, primed the water 10 times, and bumped the well. Siemens is evaluating the event.

Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results were obtained on two patient samples on a dimension exl with lm integrated chemistry system. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on the original instrument. The repeat results recovered lower than the initial results and were considered correct. The repeat results were reported as correct results to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.